Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and the right ventricular lead exhibited a capture anomaly. The leads were capped and replaced. No patient symptoms or additional information was reported.